Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscope controller (ec). The system was verified and ready for use. The unit was analyzed and there were issues that would be related to the reported event. Lights on the dcib were off, and the ec fans were also off. The unit was installed onto a golden system and did not function as expected. The golden system was set to run 10 power cycles after which the error logs were investigated. 319 error logs were found. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted sigmoid colectomy surgical procedure, persistent non-recoverable error fault 319 was displayed. Troubleshooting was attempted by a hard power cycle and reseating the cable connections; however, the issue was unable to be cleared. The planned procedure was aborted with no patient involvement.